Event description:
It was reported that during a right upper lobectomy procedure, on the sixth firing with a gray reload the staple line did not form on the right side. They clipped and then re-fired over the area to correct. There was no patient impact. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with (16) fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the patient's spouse that the patient had been found dead in his bathroom and she feels his death may have been caused by the "defective device." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.